Manufacturer narrative:
(B)(4).

Event description:
The customer received a questionable a1c-2 tina-quant hemoglobin a1c gen. 2 result for an unknown number of patient samples. Data was provided for one patient sample that had an initial result of 16.7 % and was reported outside of the laboratory. The result was questioned by the physician and the sample was repeated with a result 5.2 %. The repeat result was believed to be correct. The patient was not adversely affected. The reagent lot number was 21196501 with an expiration date of 31-aug-2018. The customer repeated other patient samples from the same time frame and the results were acceptable. The field service representative found the reaction cell rinse fluid was dripping or splashing into reaction cells. He adjusted the reaction cell cleaning fluid fill volumes. All system checks were successful and the system was operational.

Manufacturer narrative:
A query found no past or new issues of this nature on a like instrument during the past 12 months at this site. This type of complaint was reviewed and no abnormal trend identified during the past 90 days.